Manufacturer narrative:
The ge service rep ordered new isd-pc2 pcb. Replaced isd-pc2. Configured system for 120v in rus. System functions as intended.

Event description:
The customer reports the generator will not boot. No power to generator. No pt involvement.